Manufacturer narrative:
Manufacturing site evaluation: up to now there is no product available for analysis. Surgery delay was longer than 15 minutes. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rationale: without further knowledge about the circumstances, without the instrument for analysis and with the lack of information, the definitive root cause cannot be reliably determined. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage), blood clotting disorder (patient), cutting before the end of sealing cycle signal (usage). All instruments were tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded. Corrective action: according to (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with caiman maryland. It was reported that the caiman malfunctioned three times on the same day. Product did not give an error message and then it did not coagulate. It did not coagulate properly even after activating it two times before cutting. Tissues were noted to be bleeding and the doctor had to complete the operation with the bipolar; duration of dissection was doubled. An additional medical intervention was not necessary. This malfunction prolonged the surgery for more than 15 minutes. Additional information was not provided nor available. The malfunction is filed under aag (B)(4).